Event description:
It was reported that during procedure the subject flow diverter stent was harder to flush than usual. Needed more force than usual to track through the microcatheter. Opened distally but became very difficult to resheath the distal portion. The physician managed to resheath and remove from patient. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.